Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a revision procedure was performed and the right ventricular (rv) lead was replaced. The reason for the revision procedure is unknown. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. The event was estimated to have occurred in 2019.